Manufacturer narrative:
Boston scientific technical services (ts) confirmed that in aair, one cannot program off sensing in the right ventricle. The system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient who had sick sinus syndrome was pacing only in the atrium. It was noted that the right ventricular (rv) lead had dislodged a year ago and there was no plan for a revision. An inquiry regarding programming was made as it was possible to see ventricular sensing when programming the device to aair mode. No adverse patient effects were reported.